Manufacturer narrative:
The reported event of unable to pair was confirmed. The patient application logs were reviewed and showed instances of attempting to pair an mtx, but was unable to find the device to connect. The merlin 2 programmer logs that were provided were unable to be decrypted due to a corruption during export. The root cause was unable to be confirmed.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the ICD was interrogation unsuccessfully. There were no reported adverse consequences to the patient.